Event description:
A surgeon removed a segment of broken catheter left behind by another surgeon following surgery a yr earlier.

Manufacturer narrative:
Eval summary: the device involved in this complaint was not available for eval. The info contained herein is based on the info provided by the initial reporter. The info provided indicated that during surgery in 2008, the physician found a piece of catheter that had been left in the pt from surgery in 2007. No other info has been provided, although requested. The part number, lot number, and same were not available. If add'l info that is pertinent to this event becomes available, I-flow will reopen the complaint.